Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient race: unknown however, response provided was: white. Section b-3: date of event: unknown however, response provided was: (B)(6) 2024 (future date). The best estimation date is between (B)(6) 2023 and (B)(6) 2024 (iol implant and explant dates). Device evaluation: product evaluation was not performed because the product has not been received; it was reported the explanted iol was discarded. If product is received after initial closure, the pi and cp may be re-opened to complete the return investigation. Complaint history review: a search revealed that no other complaints have been received for this production order (po) number. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed as the device was not returned. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw225 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Complaints of blurred vision, photopsias, glare, and halos were noted post-operative day 1 onward. Best correct vision was reported as 20/25. There is no indication the patient symptoms being reported are debilitating. Through follow-up, additional information was received confirming the dfw225 iol was explanted in a secondary surgical procedure. The explanted iol was replaced with a diu225 21.0 diopter iol. There was no serious patient injury, no sutures, and no vitrectomy however the incision was enlarged - 3.0mm. Patient outcome post-lens exchange was reported as 20/40 uncorrected on post op-day 1. The suspect iol is not available for return as it was discarded. No further information is available.